Event description:
It was reported by the surgeon that the pt underwent a primary procedure in (B)(6) 2012 and subsequently was revised in (B)(6) 2012 due to disengagement of the taper lock.

Manufacturer narrative:
The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Proximal femur implant corrected to limb salvage system.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure in (B)(6)2012 and subsequently was revised in (B)(6) 2012 due to disengagement of the taper lock. This is a supplemental report to 3004105610-2014-00141 ((B)(4).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Review of the returned components showed deep scoring and indentations, most likely due to extraction of the component. Little damage was observed and no evidence of wear, corrosion, pitting or deformation was identified. The components did not come apart when engaged correctly. It is possible that they were not properly engaged during the primary procedure, however, this cannot be confirmed. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for add'l info and a supplemental report will be provided if this info is received.